Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device and video was received for evaluation. A visual inspection with the naked eye noted a female connector was separated from the main body. There was evidence of solvent on the top thread of the main body. The insert chip was not returned with the sample. There was evidence on the female connector indicating an insert chip was present; however, the investigation was unable to verify the presence of solvent.the reported condition was verified. The cause of the condition was determined to be a manufacturing issue caused by inadequate solvent to the set during the assembly process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This was observed after use of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.